Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure image failure was confirmed. However, e236 error was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e315 scope error occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image abnormality occurred because water droplets adhered to the circuit board and due to water ingress into the scope connector, it led to a short circuit causing image failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had an e236 error code occur during inspection for use. There were no reports of patient harm.